Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a surgery incision on the chest, right at the nipple line on the breast plate and the lifevest caused the incision to open. The patient reported that the incision had been glued and that the lifevest was sitting on the incision which caused the incision to break open, bleed, and leave a 1x1 inch hole which has since scarred. The patient saw his doctor the next day and was not given anything but just used hydrogen peroxide and (B)(6) on the incision. The patient stated the incision has healed.